Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 256 mg/dl. There was a temporary delay in clearing the alarm and resuming insulin delivery. The customer administered a bolus of insulin to address the bg level.